Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 132 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event and insulin delivery was resumed.